Event description:
"Dobhoff placement, dobhoff entered right bronchus into right lung; xray for placement showed possible pneumothorax; notified oncall md; patient taken for stat 2 view xray, pneumothorax to right lung shown, chest tube emergently placed at bedside". MFR ref:#9612030-2015-00002.